Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC line dressing was noted to be saturated with fluid upon inspection and when flushed, was leaking at insertion site. PICC line removed. Upon removal, line flushed and there is a hole in the line at approx. The 7cm marking. Redness and swelling on patient limb. Also required 3 attempts to insert a new PICC and was without IV fluids for at least 2 hours. Increased risk of infection and air in line.

Event description:
PICC line dressing was noted to be saturated with fluid upon inspection and when flushed, was leaking at insertion site. PICC line removed. Upon removal, line flushed and there is a hole in the line at approx. The 7cm marking. Redness and swelling on patient limb. Also required 3 attempts to insert a new PICC and was without IV fluids for at least 2 hours. Increased risk of infection and air in line.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One catheter was returned for review. Visual inspection confirmed signs of use. Functional testing was conducted by using a syringe with color filled water and leakage was confirmed on the catheter tubing. According to the event description, the dressing was observed to be saturated and a hole in the catheter tubing was discovered upon flushing. Possibly the tubing came in contact with a sharp instrument or possibly the dressing compromised the tubing as the IFU cautions "never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing." Since the reported issue was most likely the result of an event within the user environment and not a manufacturing defect, no corrective action will be taken.